Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited oversensing of noise for this non-dependent patient, a lead fracture was suspected. The patient was transferred to another facility in a different state. Upon interrogation high out of range pacing impedance measurements of greater than 2000 ohms were seen. It was noted that the impedance measurements had been high and out of range for approximately one year. Noise was also seen during the interrogation. A revision procedure was performed where the noise was able to be reproduced with manipulation. A fracture was suspected but not visualized. No x-ray or fluoroscopy image was taken and the rv lead was not tested on a pacing system analyzer (psa) during the procedure. The rv lead was surgically abandoned and the crt-d was explanted. A new crt-d and rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings.